Event description:
A 1.5mm ti chin plate was noted as broken less than 3 weeks post operative. Broken plate was removed.

Manufacturer narrative:
H10: additional narrative. H3,6: subject device was received and evaluated. Visual examination of the device found the break occurred at one of the two bend transition points. A dimensional evaluation was performed on the subject device. All features measured were measured utilizing specified gaging and were found to meet specification limits. Due to the breakage, advancement length could not be accurately determined. Product development noted that the break was through both support bars of the plate in approximately the same location. The dimensions of the plate were checked against the drawing and all dimensions met the design requirments. Since no manufacturing or design related issues were found, a cause could not be reliably determined.